Event description:
The facility representative reported a flogard infusion pump with a malfunction of "IV solution does not go down". It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported condition was not confirmed during device evaluation. No cause could be identified and no repairs were necessary for the reported condition.additional information:a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should relevant additional information become available, a follow-up MDR will be submitted.